Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm; model #: sc- 3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient was experiencing tenderness and it was determined that the wires were very close to the skin. The patient underwent a procedure wherein the physician opened the pocket and buried the wires deeper. The patient was reportedly doing well postoperatively.